Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message with the adc device. The customer indicated they suspected experiencing seizure and loss of consciousness due to hypoglycemia, but was able to self-treat with sucrose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed; the sensor plug was properly seated in the mount and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 has been updated to include physical investigation results that were incorrectly omitted from previous report.

Event description:
A customer reported receiving a sensor error message with the adc device. The customer indicated they suspected experiencing seizure and loss of consciousness due to hypoglycemia, but was able to self-treat with sucrose. There was no report of death or permanent injury associated with this event.